Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint is not confirmed. An extended investigation has also been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving the product, he experienced a medical event. The customer initially reported on 27-nov-2020 that the adc glucose meter did not power on with either button press or test strip insertion. On (B)(6) 2020, the customer reported that due to a delivery issue involving the replacement product, he was unable to monitor his glucose levels and self-presented to the hospital. The customer experienced dizziness, loss of consciousness, and received unspecified intravenous treatment. No further information was provided. There was no report of death or permanent injury associated with this event.